Manufacturer narrative:
A peritoneal catheter (ID 823045) was returned for evaluation. Failure analysis - the 485mm of catheter was visually inspected no kinks were noted, the ends of the catheter were clean cut. The catheter was irrigated, no occlusion was noted. The catheter was leak tested and no leaks were noted. All finished goods test results, including endotoxin satisfactorily met the requirements. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. A possible root cause for the ¿after surgery, there was a leakage¿ issue reported by the customer could not be determined as the technician could not confirm any leaks with the catheter at the time of investigation. A possible root cause for the ¿the kink in the lumbar catheter was suspected¿ issue reported by the customer could be due to the length of the catheter being too long or an issue when implanting the catheter as catheter more susceptible to kinking which leads to occlusion.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a peritoneal catheter (B)(6) was implanted via lumboperitoneal (l-p) shunt due to ventricular dilatation 6 months ago. On an unknown date, a leak and infection were noted. The cause of infection was due to a leakage from the part where a lumbar puncture was performed. The catheter was used along with the certas valve (B)(6) products were removed and replaced by an external ventricular drainage system. Based on information provided, it is unknown which device was removed, it is also unknown the type of infection/organism and the tests used to confirm it. The treatment or medication used to treat the infection is unknown. Primary disease: secondary normal pressure hydrocephalus (snph).